Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6: the system was serviced in the field and the camera was replaced. B01, c08, and d02 are applicable. Product: 9735821r, serial/lot #: (B)(6). Was received by the manufacturer for analysis. A check of the event log showed a battery vo ltage low message along with bump detected and storage temperature exceeded. The positioning sensor unit (psu) also failed an accuracy test (aak) at .458mm with a passing threshold of .250mm. B01, c02, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was defective. The system had a defective camera due to a bump and temperature issue. The next step was to replace the camera. There was no patient involvement.